Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the technologist inadvertently bent a ruby coil pusher assembly while removing the ruby coil from its dispenser hoop. Subsequently, the ruby coil unintentionally detached from its pusher assembly prior to being introduced into the microcatheter. Therefore, the detached ruby coil was not used for the procedure. The procedure was completed using a new ruby coil.